Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the home button on the pump touchscreen was not functioning as intended. Reportedly, when the button was pressed upon, the pump did not return back to the home screen. Although requested, the customer declined to perform troubleshooting with tandem technical support. There was no impact to the customer's blood glucose level.